Manufacturer narrative:
This complaint will be cancelled. The complaint is with the needle, not the syringe.

Event description:
It was reported that 3 ml bd luer-lok¿ luer-lok¿ tip needle detached from the hub. This was discovered during use. The following information was provided by the initial reporter: material no: 309657 batch no: unknown. It was reported that needle detached from the hub of the syringe and remained attached to the bag port. On 26-jul-2019, the customer sent an email regarding needle. While compounding, the needle was inserted in the bag; when trying to remove it, the needle detached from the hub leaving it attached to the bag and the syringe without a needle.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 3 ml bd luer-lok¿ luer-lok¿ tip needle detached from the hub. This was discovered during use. The following information was provided by the initial reporter: material no: 309657, batch no: unknown. It was reported that needle detached from the hub of the syringe and remained attached to the bag port. On 26-jul-2019, the customer sent an email regarding needle. While compounding, the needle was inserted in the bag; when trying to remove it, the needle detached from the hub leaving it attached to the bag and the syringe without a needle.